Manufacturer narrative:
This information is based entirely on journal literature. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿temporary pacemaker who wouldn¿t quit.¿ anesthesiology. 2004: 101:810. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this model of external pulse generator (epg). The article indicated that in preparation for a procedure, the epg had a new battery installed and had a successful self-test. The epg was turned off and "set aside." The epg was soon found to be turned on. Staff turned off the epg, and a "few minutes" later, the epg was on again. The author stated that there was no person involved in turning it back on. It was later discovered that an internal part of the epg had come loose, which then facilitated the device turning itself on with any "gentle motion." The status of the epg is unknown. Further follow up did not yet yield any additional information. There was no patient involvement.